Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that there is a red x on the charger, as if it didn't charge. There was no pt involvement.